Manufacturer narrative:
Citation: aggarwal sk et al. "Patterns of solid particle embolization during transcatheter aortic valve implantation and correlation with aortic valve calcification." J interv cardiol. 2018 oct; 31 (5): 648-654. Doi: 10.1111/joic.12526. Epub 2018 jun 13. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of transcranial doppler to evaluate solid and gaseous emboli in patients during transcatheter aortic valve implantation (tavi) and correlate the results with aortic valve calcification. All data were collected from a single center between may 2012 and may 2014. The study population included 63 patients (predominantly male; mean age 80 years), 4 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, adverse events included: one patient required valve-in-valve implantation due to valve migration (noted to have occurred within 1 hour of the initial tavi procedure) and one patient required conversion to full sternotomy due to cardiac tamponade. Solid and gaseous emboli were reported to have occurred during tavi at the following time points: insertion of diagnostic catheters (manufacturer not identified), valve crossing and catheter exchange, balloon insertion/balloon aortic valvuloplasty (if required), valve transition through aortic arch, valve positioning, valve deployment, delivery system removal, and late emboli. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.